Event description:
It was reported that, noise, far field p- wave oversensing and under-sensing were observed on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to vvi mode to resolve this event. The patient was stable and will continue to be monitored.